Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foot switch connector fell off. There was no patient involvement. This is a customer inquiry received on 25-oct-2024 by olympus japan from (B)(6) reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, the following issue occurred: request: fca correspondence. Reportedly, this issue involves the following olympus product: k10001142. According to the available information, no information whether this issue cause or contribute to a positive test culture, no information whether cause or contribute to (suspected) infection, no information whether cause or contribute to death; no information whether occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Unknown information is: (7) event date. Is_this_complaint: y. Death, injury, or infection occurred? N. Is death, injure or infection likely if malfunction were to reoccur? N. Customer_acc_code: za03624360. Document status: repair request. Document text: (B)(4). Correction_desc_local_lang: repaired device 01: regular repair. This record was completed according to processes and instructions relevant on its date of creation. 01-nov-2024, received source update as below: document text: (B)(4). Product_receipt_date: 2024/10/29 08:38:00. 04-nov-2024. Received source update as below. Please confirm and update the relevant fields. 2. Source report columns updated. The following are the details of each update: fca correspondence (reoccurred), request, air switch replacement, no history. 2. Source report columns updated as below: correction_desc_local_lang: repaired device 01: regular repair. [Customer indication]. Air switch replacement (recovery correspondence). Evaluation_result_local_lang: [customer indication]. Air switch replacement (recovery correspondence). Translation of inquiry record determined as a complaint done by triage complaint evaluator xuexue mafluent in english and japanese on 06-nov-2024.

Event description:
It was observed that during the device evaluation, the subject device exhibited foot switch connector fell off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correction of b5 field. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.